Manufacturer narrative:
Continuation of d10: product ID 37761 serial (B)(6) : product type recharger product ID 37791 : product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial (B)(6) , . Analysis was performed on [product ID: 37761, serial (B)(6) analysis found that the ac adaptor would not power up. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger (insr) quit working for it was no longer recharging. During the call, the patient (pt) noted the desktop charger (dtc) box had no green light when plugged into the wall so the pt plugged it into a different wall outlet but there was still no green light. The issue was not resolved. It was also reported that the insr antenna cord was frayed, there was exposed wiring. Replacements were sent out. No symptoms were reported.